Event description:
"Glue", hard to take off gum after taken out sides (left), becomes stinging, numbness like foot going to sleep. Feelings, if no denture in the filling lasts for hrs at a time, denture not in. Mostly stinging. Feeling, it lasts for more than (2) two hours or more. My upper denture only. Dose: denture cream. Frequency: daily. Route: oral. Dates of use: 2000 until now. Diagnosis: denture adhesive. Event abated after use stopped: no. Event reappeared after reintroduction: yes.